Event description:
The customer reported the monitor cart/workstation handle had broken on the workstation. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.